Event description:
The customer's family member reported that the customer was hospitalized for high bgs. The cause of high bgs was unk at the time of call. Suggested the customer to revert to back up plan of manual injections. Also advised the customer to change the set and site and give a bolus for current high bgs.